Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their reservoir compartment and battery was crack. The customer¿s blood glucose level was 169 mg/dl. Troubleshooting was performed. Customer stated that reservoir was unable to lock in place. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with complete broken reservoir tube lip and missing reservoir tube o-ring. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.